Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. The patient experienced a recurrent hernia. The patient underwent a reoperation to remove the mesh and repair the defect. The defect was repaired with a different mesh.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.